Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the display screen was cracked, likely from something being dropped on it, causing it not to illuminate.

Event description:
Display screen doesn't light up.